Manufacturer narrative:
The device was received by the (B)(6) center in (B)(6)and an evaluation was performed. The evaluation determined that the system fault 223 and device failure to complete its internal self-test were due to a defective pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported by resmed (B)(4) that a system fault (sf 223) was observed in the device log of an astral device indicating a positive end expiratory pressure (peep) blower failure. The customer initially reported that the device failed to pass its internal self-test. There was no patient injury reported as a result of this incident.